Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. Tandem technical support was unable to confirm this as issue happened in the past and pump was showing accurate numbers at the time of the report. Customer's blood glucose level was 90 mg/dl.